Event description:
It was reported that a motor stall occurred without recovery. The stall was confirmed via the event log. The patient had withdrawal symptoms and increased muscle tone. The patient did hear the alarm. The patient denied any MRI or magnetic exposure. Troubleshooting was done prior to explant, to attempt a motor stall recovery but did not have success. The pump was delivering baclofen. The patient recovered and had good therapeutic effect again after the pump was replaced.

Manufacturer narrative:
Analysis of the pump found a gear train anomaly; corrosion and/or wear and/or lubrication was seen as well as a stall due to gear wheel 3. The logs had multiple motor stalls and recoveries. A motor stall occurred during the analysis and did not recover. Some of the teeth of gear wheel 3 were found to be significantly corroded and was determined to be likely the case of the motor stall.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.